Event description:
It was reported that the insulin pump had an unresponsive down button. The caller stated that the insulin pump had not been exposed to moisture. The customer's blood glucose was 8.0 mmol/l. The caller was advised to contact the hospital regarding replacement of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.